Event description:
Customer was hospitalized for low blood glucose levels. Per the nurse and the md, the hospitalization was due to a pump failure. The pump gave a motor error and an e43 alarm during the rewind and prime of the pump. Unable to further troubleshoot because of a prime/fill anomaly.

Manufacturer narrative:
Unit alarmed. No delivery outside of specified range due to faulty force sensitive resistor. No motor error alarms were noted. Unit passed seat, rewind and basic occlusion test. Unit passed the prime/a33 test and no e43 alarms were noted. Unit was received with a basal rate of 35 units per hour.